Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patient had to seek medical attention and was diagnosed with an infusion site infection. According to the patient the site was irritated and swollen. The patient was treated with antibiotics but did not provide the name or dose of the prescription. Three follow ups were attempted to gather more information, but no new information was provided.